Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a clearlink system continu-flo solution set leaked when trying to disconnect to a clearlink system secondary medication set. This issue was identified during an unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation without a pouch. During visual inspection, a broken portion of the two-piece luer lock body was observed inside the y site. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.